Manufacturer narrative:
Additional information was added: device lot number r19l09022 was manufactured on december 10, 2019. Device lot number r19k04033 was manufactured on november 05, 2019 device lot number r19k12044 was manufactured on november 13, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lot numbers: r19l09022, r19k04033, and r19k12044. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. The leak was observed ¿from one of the y-site connections¿ that nothing was connected to at the site. The leak ¿appeared to just drip from the gasket of the luer lock¿. The leak occurred during an infusion with an unspecified medicated solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.